Manufacturer narrative:
(B)(4).

Event description:
It was reported that: no distal pulse after manta deployment. Echo done and decision made to do surgery. Manta collagen was pulled out of artery. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A sixty-nine-year-old male patient presented to the or for an evar procedure. A centrally located access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was 7.0mm, no calcification, mild superior tortuosity, with a depth measurement of 7.5cm. No issues were encountered advancing or withdrawing the 11f procedural sheath. Following the evar, activated clotting time (act) was 260, and heparin and protamine were administered. The 14f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, hemostasis was immediate, however, no doppler pulses were felt. An ultrasound was performed. From the results seen, the surgeon decided to surgically intervene. During the cut-down procedure, the manta collagen was removed from the artery. The patient did not experience any harm or health consequence due to the event, and the patient outcome post-procedure was good with the patent flow and pulses. The cause of the occlusion is potentially due to user error. The root cause of the blockage of flow requiring surgical intervention is likely due to the manta collagen being deployed within the vessel. Tortuosity present could potentially have interfered with proper deployment positioning and technique. The manta instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair, and/or endovascular intervention. Procedure preparations as listed in the IFU state: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and occlusion is a known risk.

Event description:
It was reported that: no distal pulse after manta deployment. Echo done and decision made to do surgery. Manta collagen was pulled out of artery. Additional information has been requested from the account.